Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The following cosmetic damage was noted: cracked reservoir tube lip, case cracked at a display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that he believes his pump is over-delivering since he has had unexpected low blood glucose readings over the past month. The patient's blood glucose at the time of incident was 52 mg/dl, and his current reading on the phone was 152 mg/dl. Troubleshooting for low blood glucose levels was initiated. The customer's priming technique, recent events, and drive support cap was reviewed, and nothing appeared to be outside of proper use and specification. The displacement test was performed on the pump and it passed. The customer was advised that the pump was working as intended, and that the pump should not be bolusing on its own. The customer still felt uncomfortable using his current pump. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
Additional information has been received which was not included with the initial reports. The additional information has been provided with this report. The bolus wizard functioned properly per bolus wizard. Bolus anomaly was noted.